Event description:
Patient reported "right after" injection with juvederm (unspecified type) in the left nasolabial fold, they started experiencing "swelling" at the left nasolabial fold and cheeks. The patient noted the left nasolabial fold was tender to the touch, painful, and uncomfortable. There was also a "big lump" near the left nasolabial fold as well as "smaller lumps" at the right nasolabial fold. Eight days prior, the patient had been injected with juvederm voluma in the cheek bone and unspecified juvederm in the "nasal folds". The patient iced the symptom sites and was prescribed bactrim. This is the same event and the same patient reported under MDR ID# 3005113652-2014-00480 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2014-00481 (allergan complaint # (B)(4)). This is the third MDR submitted for the third suspect product juvederm which was injected on (B)(6) 2014.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event and product details are not attainable. The events of swelling, pain, discomfort, tender to touch, and "big lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.